Manufacturer narrative:
Product complaint (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: corrected data: upon further review of the complaint, it was determined that the reported malfunction is a duplicate report. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via email that the plug on the cable of a fms tornado micro handpiece with buttons no longer fits in the device. Additional information received from the affiliate reported the reported malfunction was found prior to a knee arthroscopy. It was also reported the procedure was successfully completed with a same like product and no patient harm was reported. The affiliate stated the device will be returned for evaluation.